Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,the hemopro ii did not work. They checked the cables and all other necessary checks were made, but device did still not work. The hospital did not report any patient effects. It is unknown how the procedure was completed or if product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).